Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was located on her back under the therapy electrode pads. The patient's physician prescribed the patient a powder for the rash. Follow-up indicated the rash had improved.